Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received a failed battery alarm and had blank display. The customer¿s blood glucose level was high as 354 mg/dl. The customer states have tried several new batteries and display has returned. Troubleshooting was performed for failed battery alarm and noticed received failed battery test again however, declined to troubleshoot for high blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to the backup plan. The insulin pump will not be returned for analysis.